Event description:
The customer reported that the insulin pump was making a loud noise after changing the battery. The customer changed the battery again the insulin pump had a blank display. Then she changed one more time and the device was fine. The blood glucose reading was 158mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Reviewed the alarm history and found several low battery alarms. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. Unable to confirm unexpected low battery or blank display, and no noise during testing. The device was received with loose/protruded motor support disk and missing end cap sticker.